Manufacturer narrative:
(B)(4).

Event description:
It was reported inappropriate mode switch was observed due to retrograde conduction. The patient is asymptomatic. A programming change was completed to address the retrograde conduction.